Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage (kitchen). (B)(4).

Event description:
Consumer reported complaint for high and erratic blood glucose results. The customer is concerned with test results from results obtained of 271, 226, 254, 171 and 208 mg/dl. The customer's expected fasting blood glucose test result range is less than 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 11/25/2018 and open vial date at time of call is two weeks. The meter memory was reviewed for previous test result history: result 1 : 271 mg/dl date: 10/11 time: 1:30 pm fasting, result 2 : 226 mg/dl date: 10/11 time: 1:30 pm fasting, result 3 : 254 mg/dl date: 10/11 time: 1:29 pm fasting, result 4 : 171 mg/dl date: 10/10 time: 5:32 pm fasting, result 5 : 208 mg/dl date: 10/10 time: 5:31 pm fasting. Customer states that results are higher than his normal range fasting as well as back to back blood tests that he performed were on the erratic side.